Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11114 it was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. During the emergency follow-up, it was noted that the device was found in backup operation. The device was unable to be reprogrammed therefore, a procedure was performed. During the procedure, it was discovered that the right ventricular lead was worn, and the tip was damaged. The lead and device were removed and replaced. The patient was in stable condition.